Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. The customer attempted to address the decreased bg by consuming carbohydrates and glucose tablets. Reportedly, customer lost consciousness and their spouse called emergency medical services (ems). Ems provided the customer with glucose gels to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.